Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected pump alarms during normal use. The customer reported that they experienced high blood glucose of 414 mg/dl. The customer stated that they treated the high blood glucose with the insulin pump. Blood glucose level at the time of the incident was 322 mg/dl. The customer declined to troubleshoot for the high blood glucose level. The customer stated they received multiple errors and then the insulin pump went blank. Troubleshooting was done and issues were resolved. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display, audio or beep anomaly was noted. The device was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address label, stained serial number label and stained end cap sticker.